Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During system check with tandem technical support, customer observed an air gap in the tubing. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 215 mg/dl at time of alarm.